Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
During the incoming inspection of goods, the dist found foreign material contained within package. There was no pt contact or pt injury.